Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A mayfield 2000 skull clamp was involved in a slippage and was described as follows; a patient (demographics not provided) had a mayfield 2000 skull clamp applied for a posterior cervical procedure. At one point during the procedure the ratchet slipped and the ring on the side was locked. Another clamp was applied which delayed the procedure approximately 4 minutes. There was no injury involved in this incident. Additional clinical information has been requested.